Event description:
The caller reported the tracheostomy tube was placed in her in 2009 by her husband. In the middle of the night they noticed a leak in the tracheostomy tube. It was removed, and replaced with another unspecified tracheostomy tube. She reported the leak is in the pilot balloon.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.